Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that placing the programmer head over the device results in an audible tone and the telemetry indicators light up, but the device was unable to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.